Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) vial mate adapter reconstitution devices leaked when used in conjunction with the viaflex IV bags. The leaks are observed at the "ports". The adapters, "are spiking through the side of the port when the nurses active the adapter." This issue was identified during setup, and preparation prior to patient use. There was no patient involvement. No additional information is available.